Event description:
It was reported to philips that the system was not booting up. The device was not inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting properly. After reviewing the log file with the help of nss it is concluded the matrix switch and ep cockpit computer required replacement. The fse proceeded to replace the matrix switch, which restored the display on the monitors, but the configuration was found to be incorrect. And after the reinstallation of switch five monitors in the examination room, but the control room monitors remained non-functional. Upon troubleshooting fse discovered that the reference monitor was not functioning for ref1 or ref2 and the ipb board was defective. The cause of the ipb_fox failure could not be determined by the supplier's part analysis. To resolve the issue, the team replaced the faulty fru ipb_fox board in the m-cabinet, re-downloaded the board software. After the replacement of ipb_fox board, system was returned to use in good working order. The codes were updated based on the investigation outcome.